Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this atrial lead dislodged approx. 18 months after the implantation. The patient was hospitalized. Lead repositioning failed and the cardiac device was reprogrammed (vvi cls).